Event description:
It was reported that (1) device was used during an appendectomy. It was reported by the affiliate that the atw35 instrument had an incomplete staple line. Another instrument was used to complete the case. There was no consequence to the pt.